Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Concomitant medical products: product ID: 5076-45 lead, implanted: (B)(6) 2018; product ID: dtma1qq ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the impedance on the rv coil of the right ventricular (rv) lead was fluctuating. The lead remains in use. No patient complications have been reported as a result of this event.